Event description:
It was reported that during routine device change out, externalized conductors were observed on fluoroscopy. No electrical anomalies were detected. Lead remains implanted and patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.